Event description:
I used the omnipod insulin pump. There is an adhesive that is used to attach the pod to various places on your body. My last shipment came about 6 weeks ago, and at that time I started having reactions to the site, redness, itching, raised skin, blistering with weeping. When I called omnipod, they sent some replacements pods and when I started using them, the reactions got worse. When I called omnipod again to report the problem for the second time, they were not helpful at all and said there was no problem with their product and they had not changed anything. Even though the problem started with the first pod out of the new shipment. Their solution is to put other products, other adhesives on top of the product I'm having trouble with, it's getting to the point where I can't use them anymore.